Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. The manufacturer is submitting a final report at this time.

Manufacturer narrative:
H3 other text : sent to a third-party service center

Manufacturer narrative:
The following fields has been updated in this report that were incorrectly captured in the previous report. Box a: patient identifier has been updated. Box e: reporter first name, reporter last name, reporter phone# and reporter email has been updated. Device evaluation was not fully captured in the previous report and updated in this report. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that there was visible foam degradation. During the evaluation, secondary findings were observed and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.